Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version 3.0.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type data not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 273 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. After realizing elevated bg levels, the patient indicated that they thought the cannula was inserted into the skin. However, the pink slide did not move forward, indicating a needle mechanism failure. As treatment, the patient applied a new pod.